Event description:
It was reported that the patient experienced hypoglycemic symptoms with blood glucose (bg) readings between 30 mg/dl and 88 mg/dl on several occasions. A family member reported that during these episodes the patient's behavior was atypical and incoherent at times. She stated that the patient was treated with oral carbohydrates and did not require assistance or medical intervention. Customer support reviewed the pump history with the family member. The family member stated that the patient's healthcare professional had made adjustments to the pump settings. However, it was concluded that there was no detectable product malfunction or issue with insulin delivery. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's bg excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box history from (B)(6) 2011 to (B)(6) 2011 revealed that the daily insulin delivery totals correctly reflected the programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad buttons were found to be torn at the down button.